Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress, a damaged strain relief at the connector side, and a no external power alarm was confirmed. The log file spanned approximately 56 days ((B)(6)2021 to (B)(6)2021 per the timestamp). An additional no external power alarm activated on 10aug2021 at 17:52 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the no external power alarms. The alarms resolved shortly after reconnecting to a power source. Visual inspection of the returned hm2 system controller, serial (B)(6), revealed evidence of fluid ingress near the strain relief at the white connector side and inside the housing. Damaged strain reliefs near the connector side were also observed. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of fluid ingress and damaged strain relief was not determined through this analysis. However, a root cause of the no external power alarm was determined to be user error due to simultaneously disconnecting the power cables. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
While admitted for driveline infection logfile interrogation revealed that from (B)(6) 2021 the patient experienced five episodes of no external power. The driveline was inspected for tears and cracks. The batteries/clips appeared to be in satisfactory condition. It is unaware of what caused the alarm and the patient stated the other day that the patient¿s significant other had ¿turned the power off¿. The patient has history of a driveline repair and the grey sleeve covering the repair is intact. The patient appears to have green oxidation staining on the white patient cable near where connection is screwed tighter. There is also a dark green shiny staining of white patient cable between the little grooves of the lattice design, it looks like a dark green nail polish, but patient denied painting it. During follow up phone conversation, the customer reported that "green substance" was observed on white power lead of system controller. Images of the power lead were submitted for evaluation. Customer stated the log file downloaded to heartmate touch was blank and was not able to send. It is reported that a suspected substance observed was caused by oxidation from white power lead. The patient controller was replaced. Additional information was requested but not provided. Related manufacturer report MFR # 2916596-2021-05411.